Event description:
Event description guidant received information that this device was prophylactically explanted with no allegation made against its performance. This atrial lead was surgically abandoned and replaced because it was stuck on the patient's tricuspid valve resulting in a loss of capture.